Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they did not receive a low battery alert prior to replace battery alert or replace battery now alarm. The customer experienced a low blood glucose and the value of blood glucose was unknown. The customer was treated with glucose tablet for low blood glucose. The customer stated that he insulin pump received multiple pump error alarm and it observed that the customer was able to rewind the insulin pump successfully. Customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.